Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (poor battery capacity) could not be confirmed; the battery operated as expected during bench testing and logs analysis did not reveal any anomalies in relation to the reported event during the analyzed period.  Analysis revealed that the device passed visual examination and functional testing. This unit was able to power the controller for over 4 hours. However, the high cycle count (407) indicates that this unit has exceeded or is about to exceed its life expectancy. The complaint event detail could not be duplicated at bench level. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's battery had "poor" battery capacity. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.